Event description:
It is reported that the device is loose and a revision surgery is scheduled. Progressive radiolucent lines. Pt had occasional pain for first 3 months, after which started getting start-up pain which became continuous subsequently.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.